Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2009 that a prolieve thermodilatation kit was being used for a benign prostatic hyperplasia (bph) procedure (procedure date unknown). According to the complainant, during the procedure, they noticed that water was coming out of the penis and an error message occurred indicating that water level was too low. When the catheter was removed, they noticed the anchoring balloon had burst. Te physician completed the procedure with another of the same device with no patient complications. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event.